Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated they are having multiple alarms during normal use of the insulin pump. The customer was assisted in performing a self test. The insulin pump passed. The error table does not indicate a pump replacement is required. The customer was advised to monitor the insulin pump.. The product was not returned for analysis.